Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable lost power after the hemopro self activated and burned off the protective cover on the shears. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The serial number was unable to be provided and the specific product serial number cannot be identified , therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable lost power after the hemopro self activated and burned off the protective cover on the shears. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable lost power after the hemopro self activated and burned off the protective cover on the shears. A replacement device was used to complete the procedure. The hospital did not report any patient effects.